Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Concomitant medical products: 5076-45 lead implanted: (B)(6) 2003. (B)(4).

Event description:
The patient reported that the device was defective. Follow-up with the physician's office has been initiated to clarify the nature of any performance issues. If any additional performance information is received, it will be submitted via a supplemental report. No patient complications have been reported as a result of this event.